Manufacturer narrative:
The device catalog number and lot number were not provided. The 510(k) cannot be identified without info on the device used. The device was not returned for evaluation.

Event description:
Per court document received, pt underwent an arthroscopic shoulder surgery in 2002, and a stryker painpump was placed for post operative pain. The pt then underwent a second shoulder surgery in 2003, and another stryker painpump was placed for post operative pain. Since the second surgery, the pt has undergone six additional surgeries to the same shoulder and in 2008, she had a full shoulder replacement. The pt alleges she developed chondrolysis, due to the use of the painpumps.